Manufacturer narrative:
Correction: section d6: the explant date in the initial report was inadvertently reported incorrectly which has been corrected in this report. Investigation summary: ppae (thrombocytopenia/anemia): the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient¿s hemoglobin dropped to 6.9 and platelets dropped to 58. No gastrointestinal (gi) bleed, no suction events, echo should be positioned at 6.2, so it was pulled back to 5.3. The patient continued on support until the device was explanted.

Manufacturer narrative:
B2: corrected reportability to death and added date. H1: corrected reportability. H6: heath effect impact code: added code. Type of investigation: added code. Clinical narrative: an impella 5.5 device was inserted in a 77-year-old male for hemodynamic support in the setting of high-risk surgery. The patient had a history of coronary artery disease and required respiratory support, as well as inotropic and vasopressor therapy. The device was placed via an axillary approach. The patient was critically ill. During support, laboratory evaluation demonstrated a decline in hemoglobin to 6.9 and a platelet count of 58. No gastrointestinal bleeding was identified, and no suction events were reported. Transthoracic echocardiography demonstrated device positioning at 6.2 cm, and the device was repositioned to 5.3 cm per imaging guidance. The patient experienced anemia, thrombocytopenia, and device repositioning. Based on comprehensive review, the reported anemia and thrombocytopenia are consistent with known risks in critically ill patients receiving mechanical circulatory support, including underlying comorbidities, perioperative factors, anticoagulation exposure, and hemodynamic instability. Device repositioning was performed in response to imaging findings and represents a known and expected management step consistent with instructions for use. The impella 5.5 will be coded for death conservatively. However, the device is unlikely to have contributed to the patient¿s death, which was most likely due to the underlying critical clinical condition.